Manufacturer narrative:
The initial MDR report is being retracted. Based on failure analysis investigation, this is deemed as a non-reportable event. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the monopolar curved scissors (mcs) instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Additionally, there was no report of patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument had a damaged cable at the tip. The procedure was completed with no reported injury.